Event description:
Pump declared alarm 30 during loading process, with no adverse impact to the customer¿s blood glucose level. Customer was unable to resume insulin therapy as cartridge alarm recurred despite reloading attempts. Technical support arranged for a replacement pump and instructed customer to put old pump into storage mode and return it with a prepaid label, while customer switched to an alternate insulin delivery method.